Event description:
It was initially reported by the patient that he had two seizures the night after he had his vns turned on for the first time. The patient had only had 8 seizures since 2008 so the two seizures would be an increase above his pre-vns baseline. In the past the patient had seizures when he missed medications but he reported that he had been complaint with medications. The patient reported that he had to swipe the magnet multiple times but was successful able to stop both seizures. Follow-up with the neurologist indicated that they would not provide any information without a signed consent from the patient that we can release the information.

Manufacturer narrative:
.